Manufacturer narrative:
Investigation: the run data file was analyzed for this event. Review of the dlog and associated images for this procedure confirmed the presence of mild clumping in the collect port starting from approximately 175 minutes into the procedure (as calculated from the time the ¿start¿ button was pressed). The clumping persisted at a low-level and worsened at approximately 195 minutes elapsed run time when a large clot formed by the collect port. The clumping continued to increase in severity with the chamber filling with red cells and not emptying as expected. At 245 minutes elapsed run time, the 'pressure in collect line was too high' alarm was generated. The collect sensor was disabled from the alarm screen and the operator attempted to continue the run. Multiple 'interface took too long to establish' alarms were generated before the run was ended by the operator and the set unloaded without rinse back being performed. The spectra optia system is designed to monitor fluid presence in the ac line using the ac fluid detector throughout the procedure. The signals in the run data file indicate that the ac fluid detector was functioning as intended, as the sensor saw fluid in the ac line during ac prime, at the beginning of the procedure, and throughout the run. Furthermore, during ac prime, the system uses the inlet pressure sensor to verify that the ac line is not initially occluded. Once the procedure is started and patient blood and ac are brought into the manifold via the inlet and ac pumps, there is no way for the optia system to differentiate between the types of fluid being brought into the cassette. Consequently, the inlet pressure sensor is no longer able to check ac fluid presence during the procedure using pressure. The device was configured for 750ml ac bag volumes, as such, the system predicted the ¿ac container is almost empty¿ alert was generated when expected at 144 minutes elapsed run time. On-line screen instructions recommend action steps when the ac bag is replaced to confirm the ac container is spiked, ac drips into the drip chamber and to ensure that the ac line is not obstructed. Approximately 30 minutes after the 'ac container is almost empty' alarm was generated by the system, signs of clumping appeared in the connector and continued to worsen until the collect port was partially occluded causing the 'pressure in collect line was too high' alarm and then the 'interface took too long to establish' alarms as the system could not re-establish the interface. These signals along with the images suggest that the clumping experienced during this procedure was likely related to inadequate anticoagulation of the extra corporeal circuit from when the ac fluid bag was replaced combined with the patient¿s individual blood physiology. The likelihood for platelet clumping to occur during a run is difficult to predict since it is not dependent on a specific platelet count and varies by patient. Therefore, every procedure should be observed for clumping in the connector. If a clump is observed in this location, it is best to eliminate it and stop the clotting cascade as quickly as possible by reducing the inlet: ac ratio to 8. The inlet: ac ratio was set to 12 at the beginning of this procedure and was not adjusted during the 277 minute run. Investigation is in process, a follow-up will be provided.

Event description:
During an autologous stem cell apheresis procedure, when changing the acda solution, a spike was accidentally not broken through. As a result, the acda solution could not be infused to the patient, thus there was coagulation formation in the apheresis system and in the collected product. The apheresis procedure had to be stopped without the return of blood back to the patient. Per the customer, no injury occurred and medical intervention was not required. Patient information and outcome are unavailable at this time. Patient gender and weight were obtained from the run data files. The idl collection set was disposed of and is not available for return.

Manufacturer narrative:
This report is being filed to provide additional information. Root cause: based on review of the run data file (rdf) and associated images for this procedure, the signals along with the images suggest that the clumping experienced during this procedure was related to inadequate anticoagulation of the extracorporeal circuit from when the ac fluid bag was replaced combined with the patient¿s individual blood physiology. The likelihood for platelet clumping to occur during a run is difficult to predict since it is not dependent on a specific platelet count and varies by patient. Therefore, every procedure should be observed for clumping in the connector. If a clump is observed in this location, it is best to eliminate it and stop the clotting cascade as quickly as possible by reducing the inlet: ac ratio to 8. The inlet: ac ratio was set to 12 at the beginning of this procedure and was not adjusted during the 277-minute run. Correction: retraining instructions for the correct connection of the acda were provided to the customer.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue.